Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded and or loose drive support disk. The device had with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states iinsulin pump sometimes gets hot. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).